Manufacturer narrative:
(B)(4). Hayoung kim, sang ki lee, kap jung kim, jae hoon ahn, won sik choy, yong in kim, and jea yun koo ¿tibial lengthening using a reamed type intramedullary nail and an ilizarov external fixator¿. International orthopaedics (sicot) (2009) 33:835-841 the complaint device is not expected for return currently, but a supplemental medwatch 3500a will be submitted upon receipt of additional information. The reported event was unable to be confirmed due to limited information received from the customer. A device history record review was unable to be performed as the lot number of the device involved in the event is unknown. A complaint history review was unable to be performed as the part and lot numbers are unknown. A root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided.

Event description:
It was reported in a journal article that one (1) patient who underwent a tibial lengthening procedure utilizing an intramedullary nail and external fixator, experienced ankle joint equinus contracture, and underwent an achilles tendon lengthening and posterior capsulotomy at 6 months postoperatively because the complication did not respond to closed treatment. No further information is available.